Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert and was emitting tones. A request was made to have data from this device analyzed. Additional information indicates this device was not able to be properly interrogated initially, but the issue was subsequently resolved with 3 or 4 magnet resets. The data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service and no adverse patient effects were reported.